Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4)implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a discharged battery. Antenna locator was able to start normal recharging; a trickle charge was not needed. A power on reset (por) 0x408 appeared on the clinician programmer and was cleared. An impedance check was performed. It was noted that the patient had not recharged their device for greater than two weeks and they have had more trouble with recharging. They did not have the waist belt; a new one had been ordered. The patient then received great stimulation and the issue was resolved. There were no patient symptoms reported. If additional information is received, a follow-up report will be sent.